Event description:
A malfunction was reported by a customer involving a specific code but no additional information on the event was available. There was no reported impact to the customer¿s blood glucose level. The customer confirmed they would not return the pump, and thus the complaint was closed.